Manufacturer narrative:
The reported event was not duplicated; however, the manufacturer service engineer determined that the sockets in the potted trigger assembly were corroded. The potted trigger assembly was replaced to address the corrosion damage and the device was returned to the customer.

Event description:
It was reported that at the user facility that the device would run on it's own. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that the device would run on it's own. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.